Manufacturer narrative:
The actual devices were not available (customer discarded); however, a photograph of the samples was provided for evaluation. The photograph was visually inspected which showed minicaps with open pouches and a container with 15 loose minicaps and seven (7) sponges (foam) outside the caps. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that thirty (30) minicaps were damaged; further described as the ¿iodine sponge dislodged from minicap¿. This occurred during setup of the devices for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.